Manufacturer narrative:
H2: correction: event date was updated, see b3. Code c02 applicable, see h6. Code 120 previously reported. H2: additional information: patient information was updated, see a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000145, serial/lot #: rev. 7 : s/n (B)(4) ubd: , UDI#: ; product ID: bi71000850r, serial/lot #: (B)(4) : s/n (B)(4) ubd: , UDI#: product ID: b130000546, serial/lot#(B)(4) : s/n (B)(4) product ID: bi30000061,serial/lot#(B)(4) : s/n (B)(4) 0 product ID: bi40000019 serial/lot#(B)(4) : s/n (B)(4) h3, h6: the kit svc was returned for analysis. Functional testing found that the no failure found. The product was returned unused, trac seal intact. FDA applicable codes 10, 213,67 h3, h6the power switching board was returned for analysis. The power switiching board was analyzed and no failure found on this part. FDA applicable codes 10, 213, 67 h3,h6: the pcba system control board was returned for analysis. The pcba was analyzed and no failure found with this part. FDA applicable code 10 213, 67 h3, h6 the motion rotor was returned for analysis. The motion rotor was analyzed and no failure found with this part. FDA applicable codes 10, 213,67 h3, h6: the collimator was returned for analysis. The reported issue was confirmed. Functional testing found that "there was an error initializing the collimator when booting the ias up." Visual inspection confirm motor wire has displaced from motor guide. FDA codes applicable to the collimator analysis are 10, 180, 4307 h3, h6: the motion gantry was returned for analysis. The reported issue was confirmed. Functional testing found that "unable to open gantry." Installed motion control gantry in o-arm system 267. The system initialized. Gantry door was closed but on pendant, it confirm open. Unable to open or close gantry. FDA applicable code to motion gantry analysis. FDA applicable codes 10, 120,4307 h3,h6: the motion positioner was returned for analysis. Functional testing was unable to confirm reported complaint. The motion positioner was analyzed and no failure found with this part. FDA applicable code 10, 213, 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000059, serial/lot #: (B)(4). Product ID: bi30000060, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The system logs indicated the motion control firmware was incorrect. After reloading the firmware, the received error returned. The positioner and gantry motion controller were replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis of the returned positioner and motion controller were pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the gantry of the imaging system would not open. It was reported that the image acquisition had been performed prior to the reported issue occurring. It was noted that the issue occurred when attempting to remove the imaging system from around the patient. It was also reported that the gantry could not be docked. There was a reported delay to the procedure of half an hour due to this issue. It was reported that a second medtronic imaging system was brought into the operating room (or) to complete the procedure after manually opening the door.